Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 47600 syringes 10cc s/t wos sterile water bns were found with damaged stoppers before use. The following information was provided by the initial reporter: "unfortunately, during manufacturing process production personnel detected damage on the syringe¿s gasket from the part number flx-30005."

Manufacturer narrative:
H.6. Investigation: one photo and twenty loose 10ml syringes were received. The photo depicted what appeared to be a single 10ml syringe from 3 sides, filled with clear liquid, with jammed stopper defect visible in the syringe. The 20 returned samples were visually evaluated. The samples appeared to have been manipulated by customer as all were found to have a ¿d 4 4¿ etching on the barrel wall. All samples were found to have jammed stopper defect. Several pieces were disassembled. No molding plunger rod defects and no apparent silicone deficiency were observed. No issues were recorded with the vision system during the manufacture of this batch. Machine jam recorded during assembly. Potential root cause for the jammed stopper defect is associated with the assembly process and failure to reject defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 47600 syringes 10cc s/t wos sterile water bns were found with damaged stoppers before use. The following information was provided by the initial reporter: "unfortunately, during manufacturing process production personnel detected damage on the syringe¿s gasket from the part number flx-30005."